Event description:
It was reported that patient with this left ventricular (lv) lead experienced diaphragmatic stimulation. The lead was explanted, and no new lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was returned pulled to the point of fracture at approximately 59 millimeters (mm) from the terminal end. Only the proximal segment terminal end and boot insulation were returned, and no testing could be performed. Also, muscle stimulation cannot be confirmed by analysis. Further, known inherent risk was selected based on the field report of muscle or pocket stimulation is a known medical risk for implanted pulse generator systems.

Event description:
It was reported that patient with this left ventricular (lv) lead experienced diaphragmatic stimulation. The lead was explanted, and no new lead was replaced. No additional adverse patient effects were reported.